Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: the service history review revealed that this device has not been previously serviced for the reported condition.

Manufacturer narrative:
(B)(4).the device is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
A baxter service technician reported a colleague infusion pump with a false air alarm on the channel b pumphead module. This problem was identified during service evaluation. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version is 5.03.00, categorized as unremediated.